Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for eight days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a scratch along the balloon that was 15mm long starting 1mm proximally of the proximal marker band. There were two places along the scratch that had pinhole leaks. The pinhole leaks were at 1mm distal on the distal marker band and 6mm proximal of the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was competed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was competed with a different device. No patient complications were reported and the patient's status was stable.